Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician believed that charging difficulty was not device related and did not suspect device malfunction. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo explant procedure.

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo explant procedure.

Manufacturer narrative:
Event date: 2011.